Event description:
It was reported that balloon rupture occurred. The target lesion was located in the carotid artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, the balloon could not be inflated and leak of contrast media occurred. When the device was checked after it was removed from the patient's body, a pinhole was observed on the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported.